Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery of an s1-l3 existing construct. It was reported that this was a revision of an s1-l3 existing construct and they were adding one level to l2. The patient had been experiencing back pain and the prior boney fusion did not lookgood. When the doctor opened the patient doctor said that  there was a lot of metallosis. All around the screws in l4 and l3 there was a lot of metal debris. Doctor removed all 8 of the set screws. The set screws were blue which would indicate set screws for the legacy titanium system. So he removed all 8 set screws and two 5.5 cocr rods. Doctor then asked for the screwdriver to remove the mas's. The first screw he removed was from l3 and it was a legacy peek screw. As soon as the rep saw the purple mas he told doctor that is the wrong screw to use with a 5.5 rod and blue set screws. Rep told doctor that the peek mas takes a peek 6.35 rod and the set screw should be purple not blue. Doctor said that is why they have so much metal debris, because the rod is moving inside the mas because the rod and set screw are too small. Doctor removed the screws in l3 and l4, and replaced them with legacy titanium screws . They added two legacy ti screws in l2 and removed the left s1 screw. It appears the previous surgeon used implants that were incompatible that caused the metallosis.

Manufacturer narrative:
Radiographic image review: lateral x-ray l-3-s1 fusion interbody graft present at l3-4, l4-5, l5-s1. By report there was soft tissue metallosis, this is not obvious on provided imaging. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.